Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. No additional information has been reported to allergen regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the surgeon "removed a lap-band port" as it "may be defective." Further follow-up with the health professional noted the device had been explanted due to a "suspected leak."